Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was not observed in event logs history. There was no 12-month service history during the review. Customer reported downstream occlusion, could not be confirmed through downstream occlusion/upstream occlusion sensor test. Visual inspection had been performed and damaged air detector, delaminated downstream occlusion seal found. Replaced air detector. The probable cause of the reported issue was unknown. The device passed all functional testing after repair and was returned to the customer.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had triggered a downstream occlusion (e51209). There were patient involvement and no harm.